Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized two days after onset. The cause of peritonitis was not reported. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.